Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('they found that the coil had made my rigid and the coil were actually stabbing my ovaries') and pelvic pain ('excessive pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding everyday for 4 months( heavily)"), cyst ("excessive cyst"), fatigue ("extreme fatigue"), alopecia ("my hair falling out "), abnormal loss of weight ("extreme weight loss"), dizziness ("dizziness, lightheaded"), tooth disorder ("extreme dental issues"), muscle twitching ("extreme muscle twitching in my abdomen"), abdominal pain ("stabbing pain in abdomen"), feeling abnormal ("brain fog"), mood swings ("extreme mood swings"), the first episode of abdominal pain lower ("horrible cramping "), menorrhagia ("extended menstrual cycles"), dyspareunia ("painful intercourse"), neuralgia ("localized nerve issues n my leg with burning pain"), abortion spontaneous ("miscarriage") and the second episode of abdominal pain lower ("horrible cramping") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (essure removed and tube and coil were removed with davinchi). At the time of the report, the ovarian perforation, pelvic pain, genital haemorrhage, cyst, fatigue, alopecia, abnormal loss of weight, dizziness, tooth disorder, muscle twitching, abdominal pain, feeling abnormal, mood swings, menorrhagia, dyspareunia, neuralgia, pregnancy with contraceptive device, abortion spontaneous and the last episode of abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abnormal loss of weight, abortion spontaneous, alopecia, cyst, dizziness, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, mood swings, muscle twitching, neuralgia, ovarian perforation, pelvic pain, pregnancy with contraceptive device, tooth disorder, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ('they found that the coil had made my rigid and the coil were actually stabbing my ovaries') and pelvic pain ('excessive pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding everyday for 4 months( heavily)"), cyst ("excessive cyst"), fatigue ("extreme fatigue"), alopecia ("my hair falling out "), abnormal loss of weight ("extreme weight loss"), dizziness ("dizziness, lightheaded"), tooth disorder ("extreme dental issues"), muscle twitching ("extreme muscle twitching in my abdomen"), abdominal pain ("stabbing pain in abdomen"), feeling abnormal ("brain fog"), mood swings ("extreme mood swings"), the first episode of abdominal pain lower ("horrible cramping "), menorrhagia ("extended menstrual cycles"), dyspareunia ("painful intercourse"), neuralgia ("localized nerve issues n my leg with burning pain"), abortion spontaneous ("miscarriage") and the second episode of abdominal pain lower ("horrible cramping") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (essure removed). At the time of the report, the ovarian perforation, pelvic pain, genital haemorrhage, cyst, fatigue, alopecia, abnormal loss of weight, dizziness, tooth disorder, muscle twitching, abdominal pain, feeling abnormal, mood swings, menorrhagia, dyspareunia, neuralgia, pregnancy with contraceptive device, abortion spontaneous and the last episode of abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abnormal loss of weight, abortion spontaneous, alopecia, cyst, dizziness, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, mood swings, muscle twitching, neuralgia, ovarian perforation, pelvic pain, pregnancy with contraceptive device, tooth disorder, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: significant coding correction. Event pt "fallopian tube fibroid" was recoded to "traumatic ovarian perforation" and was marked serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excessive pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding everyday for 4 months( heavily)"), cyst ("excessive cyst"), fatigue ("extreme fatigue"), alopecia ("my hair falling out "), abnormal loss of weight ("extreme weight loss"), dizziness ("dizziness, lightheaded"), tooth disorder ("extreme dental issues"), muscle twitching ("extreme muscle twitching in my abdomen"), abdominal pain ("stabbing pain in abdomen"), feeling abnormal ("brain fog"), mood swings ("extreme mood swings"), cramp in lower abdomen ("horrible cramping "), menorrhagia ("extended menstrual cycles"), dyspareunia ("painful intercourse"), neuralgia ("localized nerve issues n my leg with burning pain"), abortion spontaneous ("miscarriage") and abdominal pain lower ("horrible cramping"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have fallopian tube leiomyoma ("they found that the coil had made my rigid and the coil were actually stabbing my ovaries"). The patient was treated with surgery (essure removed). At the time of the report, the pelvic pain, genital haemorrhage, cyst, fatigue, alopecia, abnormal loss of weight, dizziness, tooth disorder, muscle twitching, abdominal pain, feeling abnormal, mood swings, cramp in lower abdomen, menorrhagia, dyspareunia, neuralgia, pregnancy with contraceptive device, abortion spontaneous and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abnormal loss of weight, abortion spontaneous, alopecia, cramp in lower abdomen, cyst, dizziness, dyspareunia, fallopian tube leiomyoma, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, mood swings, muscle twitching, neuralgia, pelvic pain, pregnancy with contraceptive device, tooth disorder and abdominal pain lower to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- fu 3 and fu 4 proceed together. Case become incident new event they found that the coil had made my rigid and the coil were actually stabbing my ovaries was added. On 20-mar-2020: social media received-fu 3 and fu 4 proceed together. New event horrible cramping was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.